Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.